Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 3 years and 4 months after the dental implant was installed intraoral region #26 it was verified its loss of osseointegration. The patient presented bone type iii.